Manufacturer narrative:
Correction: d4; g1. The device history record for lot ksn220611353 was reviewed and the product was produced according to product specifications. An investigation was conducted into the reported event of, motor was smoking. No product was returned for evaluation and no photo images, or video evidence were provided; therefore, the complaint could not be confirmed and no root cause was identified for this issue. All information reasonably known as of 20 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the motor was smoking; there was no reported injury.

Event description:
It was reported, the motor was smoking; there was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot ksn220611353 was reviewed and the product was produced according to product specifications. All information reasonably known as of 25 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.